Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 09sep2020.

Event description:
It was reported to philips that the touchscreen touch points are a little bit off and the customer requested part ID for a replacement touchscreen. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse provided the customer with the part information for a replacement touchscreen as well as air and fan filters. The customer stated he has been trained and is familiar servicing this device. A good faith effort was made on 28-aug-2020 to obtain resolution information from the customer. The customer responded on 01-sep-2020 and stated that replacement of the screen resolved the issue. The customer completed the preventative maintenance and the device returned to functionality.